Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Diagnostic/functional testing was performed at the philips authorized repair facility. At bench they tested the device and the issue couldn't be replicated. At the customer's request, the mainboard and speaker assembly was ordered and replaced. Based on the information available and the testing conducted, the cause of the reported problem could not be replicated. The reported problem was not confirmed. The speaker assembly and mainboard were replaced per customer request. The device was operational after repairs were completed and was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 indicating that there was speaker malfunction inop. There is no acoustic indication of alarms from other areas. It is unknown if the device was in clinical use at time of event, no adverse event was reported.